Event description:
Intermittent noise on the ra and rv channels and far-field signal saturation in an rv lead monitoring recording transmitted to home monitoring. Patient history to be investigated regarding any procedures. Lead trends have been stable and in-range since. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.